Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing two episodes of low glucose levels overnight, which required visits to the emergency room (ER). She was wearing her pod, but it was ripped off at the ER. The low glucose levels caused symptoms of shakiness and dizziness. The patient sought medical attention within the last month, with each visit lasting 3-4 hours. She did not receive a formal diagnosis or treatment at the hospital, as her glucose levels had risen by the time she arrived. The patient treated her low blood glucose with chocolate and mountain dew. The patient is pregnant and has been using the pump in both automated and manual modes, often switching to manual mode and pausing insulin when her glucose levels are under 150 mg/dl. She has followed up with her healthcare provider (hcp), who made adjustments to her treatment plan, and she has not experienced hypoglycemic issues since. This is report 1 of 2.